Manufacturer narrative:
Information in the initial report was incorrect. The correct information has been provided with this report.

Event description:
It was reported via phone call by customer's mother that the customer is getting four different blood glucose readings per day. The health care provider keeps increasing the customer's insulin resulting in lows. The customer's blood glucose was 39mg/dl. The customer's blood glucose has ranged between 120mg/dl-250mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called in to report that the insulin pump's batteries were not lasting long and the history was not showing all the blood glucose levels. The caller also reported repeated failed battery test alarms. The customer's blood glucose level was 150 mg/dl. The caller was advised that the customer would be shipped a replacement battery cap. The caller was advised that the customer should monitor their device and call back if problems persisted. Nothing was replaced or returned.